Event description:
During an in clinic follow-up, the device was found to be at elective replacement indicator (eri) sooner than expected. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was at end of service (eos) upon receipt. A longevity calculation was performed and found battery depletion was premature based on device usage. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit (ic) was found to be the root cause of the high current drain and premature battery depletion.